Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the spine clamp was difficult to open after clamping down. Site used a different spine clamp to complete the case. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.